Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. However, device passed rewind test and displacement test. No unexpected rewind anomaly noted during testing. Device had stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the delay on pressing the keypad of insulin pump, rewind process was slow, battery cap hard to remove and customer using screw driver to open it. The customer blood glucose level was 203 mg/dl. Customer was assisted with troubleshooting. Customer states the time was advances. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.